Manufacturer narrative:
The electronic records were downloaded for review. The reported issue was able to be verified. A cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device experienced an unexpected loss of power. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient harm associated with the reported event.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank.  A stryker service representative performed an evaluation of the customer¿s device and was not able to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device experienced an unexpected loss of power. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient harm associated with the reported event.